Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device and non-boston scientific right ventricular lead exhibited, two episodes of high out of range pacing impedance measurements (3000 ohms). Thresholds are stable, and there are no other out of range measurements. In clinic lead integrity testing including isometrics, revealed no out of range measurements. The physician will monitor the patient closely. The system remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).